Event description:
It was reported that four cadd cleo infusion sets leaked over a two-week period. One leak occurred at the thigh location during insulin infusion. There was patient involvement, but no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.